Manufacturer narrative:
This device was not returned to the manufacturer. Discarded.

Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
The screw associated with the complaint was discarded by the customer; therefore no evaluation was completed. One extracting drill with isolatch and one hand drill were returned with signs of being used. The hand drill is confirmed fractured. The isolatch extracting drill does not appear damaged. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.(B)(4)